Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choked [choking]. Brush heads broken whilst brushing [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that all 3 oral-b dual action brushheads from a pack of 3, which were opened on (B)(6) 2016, had broken while brushing, and today a brush head was choked on. She reported the brush head had only been put on that weekend. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. (B)(6) 2017 consumer follow-up report via e-mail: the consumer reported she changes brush heads when "the head runs out," but the first brush head out of this pack was put on at the end of december. All 3 brush heads had broken in 5 weeks.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: the reporter returned 3 toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed counterfeit.

Event description:
Choked [choking], brush heads broken whilst brushing [device breakage], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that all 3 oral-b dual action brushheads from a pack of 3, which were opened on (B)(6) 2016, had broken while brushing, and today a brush head was choked on. She reported the brush head had only been put on that weekend. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) 2017 consumer follow-up report via e-mail: the consumer reported she changes brush heads when "the head runs out," but the first brush head out of this pack was put on at the end of (B)(6). All 3 brush heads had broken in 5 weeks.